Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a device change out due to elective replacement indicator (eri). Upon interrogation, a battery performance alert (bpa) was received by the clinician and the device was explanted. The patient was stable before, during and after the procedure and was discharged.